Manufacturer narrative:
Related manufacturer's reference number: 2916596-2022-15683 (onset of driveline damage and infection). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced right heart failure post pump exchange on (B)(6) 2022 but was stable on inotropes. The outflow graft of the heartmate ii was adhered to the right ventricle. The outflow graft was removed entirely, which reportedly may have influenced right heart failure. The patient experienced sepsis after the exchange. The patient was recovering in the intensive care unit when the patient's flow dropped to 0 lpm on (B)(6) 2022. The pump speed was 5500 rpm, pump power was 2.7w and pulsatility index was 2.5. The green pump running light was illuminated, and the pump could be heard as running on auscultation. A possible cause of the flow drop was reported to be ingestion of debris. It was also believed that the drop in flow could have been caused by a system controller fault. The system controller was exchanged, and the pump flows returned to 2.8 lpm. Related manufacturer's reference number: 2916596-2022-15675 (driveline damage, driveline infection, and pump exchange), 2916596-2022-15677 (system controller exchange).

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a decrease in pump flow to 0.0 liters per minute (lpm). Although a specific cause could not be conclusively determined through this evaluation as heartmate (hm) 3 left ventricular assist system, serial number (B)(6), remains in use, based on complaint history and similarly reported events, the decrease in flow accompanied by a decrease in power and an increase in rotor displacement and rotor noise values appeared consistent with material, such as a thrombus, being ingested into the pump. A specific cause for the reported sepsis could not be conclusively determined. Additionally, a direct correlation between (B)(6) and the reported right heart failure could not be conclusively established. The account reported that the patient underwent a heartmate (hm) ii to hm3 pump exchange on (B)(6) 2022. The patient developed right heart failure the same day and presented with sepsis following the procedure. While the patient was recovering in the intensive care unit (ICU), pump flow dropped to 0.0 lpm on 06dec2022. The green light on the system controller remained illuminated during this time, and the pump could be heard as running on auscultation. The patient¿s system controller was exchanged, and pump flow returned to 2.8 lpm. The first controller event log file captured a sudden decrease in estimated flow to 0.0 lpm, which activated a low flow hazard alarm. During the low flow state, the log file also recorded a decrease in power (refer to the controller investigation in manufacturer report number 2916596-2022-15677 for a full analysis of the controller event and controller periodic log files). The first left ventricular assist device (lvad) event log file captured the same sudden decrease in flow to 0.0 lpm which corresponded with an increase in rotor displacement and rotor noise values. The second controller event log file contained data following the reported controller exchange. Once the driveline was connected to the system controller, the pump resumed normal operation with flow steadily increasing to values within the patient¿s baseline range. The second lvad event log file captured a software reset event which was consistent with the connection of the driveline during the reported controller exchange. Following the reset, a steady increase in flow and a decrease in rotor displacement and rotor noise values were observed, with values back within the patient¿s baseline ranges. It was reported that the cause of the decrease in flow was thought to be possible debris ingestion; however, no further information regarding any diagnostic tests that were performed, or their results were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, right heart failure, and device thrombosis, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters and states that device flow and power generally retain a linear relationship at a given speed. This section further explains that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.